Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided); cause was unknown. Reportedly, customer required assistance from school nurse to treat bg level via cake gel and consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.